Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as irritation under right front electrode; the skin is raw and open/ the affected area is half the size of the electrode and there¿s a mark under the te pad the size of a staple where the skin is broken open. Its not oozing or bleeding. Its black and blue on the inside of the open skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended applying milk of magnesia for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.